Manufacturer narrative:
Concomitant medical products: model #: sc-2352-50e, serial #: (B)(4). Description: trial linear 3-4 lead, 50cm.

Event description:
A report was received that the trial patient had a peripheral subcutaneous lead that was burning. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well post operatively.